Manufacturer narrative:
Event date: date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported during ipg replacement (related manufacturer reference number: 1627487-2022-02821), intra-op lead diagnostics indicated high impedances on the lead. As a result, the lead was explanted and replaced addressing the issue.